Event description:
Technical services received a call on 10/3/12. Caller reported upon interrogation, noted "check lv lead" message. Can see fluctuating lv amplitude. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).